Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the caller was instructed to continue using the pump and to call back if any issues arise again.